Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer noted the device was reprocessed before it was sent in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, it was observed that the angle knob rotation/angulation directions/knob play/and bending angles had failed, the play of the up/down knob is out of the standard value. Also, the adhesive around the light guide lens has a crack, the bending section rubber failed inspection with scratches and deterioration, the insertion tube was buckled, and there was coating peel-off, and there were buckles on the protector insertion section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope angle wire was loose and angulation was no possible. The issue occurred during reprocessing. The device was returned for inspection and evaluation found foreign material on the connecting tube and bending section cover. At the connecting tube, there was light brown foreign material inside some cuts on the tube. This report is being submitted for the malfunction(s) found during evaluation. There was no patient harm or user injury reported due to the event.